Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-apr-2018 with the following findings: a review of the pump¿s black box data showed no evidence of pump reboots. A visual inspection of the pump showed the battery compartment was cracked. No evidence of moisture contamination was observed inside the battery compartment. The returned battery cap was unable to fully tighten to the pump. The battery cap contact height and width measurements were found to be within specification. The pump powered on and was exercised for 24 hours with the returned battery cap with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. The complaint of intermittent power was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.